Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The complaint that the accuracy of the calibration between the navigation system and the c-arm was off by more than 2 mm was confirmed. Based on the investigation results of the service technician, it was evident that the c-arm was decalibrated. The reason for the decalibration is unknown. It is possible that the c-arm was exposed to external forces. A decalibration of the c-arm can cause or contribute to inaccuracy. It is also possible that the fact that the patient tracker was not fixated at the vertebra that was being treated contributed to the inaccuracy that was noticed during the procedure. Based on the investigation results, no malfunction of the navigation system was observed.

Event description:
It was reported that during a posterior spinal fusion procedure at the user facility, the accuracy of the calibration between the navigation system and the c-arm was noticed by the surgeon to be off more than 2 mm, several landmarks were checked and all appeared to be off in depth. It was reported that the surgeon placed the screws using conventional methods instead of navigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a posterior spinal fusion procedure at the user facility, the accuracy of the calibration between the navigation system and the c-arm was noticed by the surgeon to be off more than 2 mm, several landmarks were checked and all appeared to be off in depth. It was reported that the surgeon placed the screws using conventional methods instead of navigation. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.